Event description:
Customer reported that they have been having intermittent problems with the collimator iris closing up on their 9800 system. This usually happens when they move the "c" from ap to lat. System is still in use. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The investigation found the need to adjust the 5 volts on the control panel processor. Adjustment made and system is functioning as intended. Returned to service.